Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a syncopal event at the same time the implantable pulse generator (ipg) performed a capture management test. The physician believed there was a capture management malfunction. Information received also indicates that there were high thresholds on the right ventricular (rv) lead. The device was explanted and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management trend shows max right ventricular (rv) lead threshold throughout the record has been variable and high. Last capture management test on 2014-(B)(4) aborted for an out of range threshold.